Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (12 mg/ml at 4.647 mg/day) and bupivacaine (6 mg/ml at 2.3 mg/day) via an implanted pump. It was reported that the patient was a nursing home patient and missed a pump refill. The nursing home staff noticed that the pump was alarming, and the pump status showed the pump reservoir was empty.